Event description:
During patient rounding rn noted that infusion line was separated from the inline burette set with fluid dripping down over tubing and pump. Rn assessed line and determined that IV line and burette set be replaced using sterile precautions. Line brought to biomedical for evaluation. Biomedical noted that convertible piercing pin was disconnected from lower burette slide clamp and tube section. Biomedical note the piercing pin to burette set was slip fit type. Biomedical examination confirmed disconnect section of IV set piercing pin to lower burette tubing. Biomed could not determine by design of connection of piercing pin was ever inserted fully. There is a raised section at the base of the piercing pin that would assist in holding pin in place. Pin diameter at base goes from 5.50mm to 6.14mm. Tube ID avg. Diameter was 5.27 mm. Manufacturer response for 150ml burette set, life shield (per site reporter): awaiting response. Manufacturer response for primary IV set, life shield (per site reporter): awaiting response.